Manufacturer narrative:
The returned device was evaluated. During this testing it was found that there was an open segment on the led board that causes the device to not display the spo2 measurements incorrectly. The led board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device has missing segments. No known impact or consequence to patient.